Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/07/2016, that on (B)(6) 2016, the patient experienced a missing sensor wire. The sensor was inserted into the leg on (B)(6) 2016. Patient reported that the he believed the sensor wire was left in his leg after removal of the sensor pod, as he did not visualize it anywhere. On (B)(6) 2016, the patient went to the doctor in regards to the missing sensor wire. Patient's doctor did not observe any inflammation or infection and advised to return if either occurred. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of missing sensor wire was not confirmed. A root cause could not be determined. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, the sensor was not returned. The transmitter (part number stt-gf-001/serial number (B)(4)/lot number 5215727) was returned for evaluation. Functional testing was performed and the test passed. A pairing test was performed and the test passed. A review of the shared data log did not confirmed the reported event of a missing sensor wire. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the sensor wire was missing from the sensor pod and seal carrier. The customer complaint was confirmed. A root cause could not be determined.